Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt experienced an infection at the scalp and chest wall incisions. The right side system was implanted in (B) (6) 2005. On (B) (6) 2006, the pt was admitted to the hospital for an infection. The pt had symptoms of redness, warm to touch, and tender along the lead and incisions as well as swelling at the chest incision/device site. The device, lead, and boot were explanted. During explant surgery, the hcp noted the following: the pt did not have a fever, but had "esr and crp". The lead incisions were erythematous, but had no obvious purulence at the incision. The chest wall incision was grossly purulent with emergence of purulent fluid upon opening the wound. The pt was given linezolid as a result of vancomycin-resistant enterococcus. No further complications were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.